Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button were difficult to press. Customer¿s blood glucose level was unknown. Customer reported louder rewind. Customer declined transfer to 24 hour helpline. The device will not be returned for analysis.